Event description:
In 2009, the pt reported she was woken up 8 times last night by her insulin infusion device displaying an occlusion error. She said she changed the tubing but did not change her headset as she had recently changed it. She said she currently is not experiencing an occlusion. Her blood glucose has elevated to 457 mg/dl which she treated by bolusing 10 units of insulin. Troubleshooting could not duplicate the issue. Site rotation and selection were discussed with the pt. In the next day, the pt called and stated another occlusion had occurred. She disconnected the tubing from her device and successfully primed. She said she believes her device is the issue since the occlusions have occurred with 2 types of infusion sets and 3 different boxes of infusion sets. The pt was advised to switch to her backup infusion device for troubleshooting purposes. At about 2 days later, the pt reported she continues to receive occlusion errors while using her backup device. A request for add'l training was submitted. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.